Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Based on the investigation findings the complaint is not confirmed as the implant coil length is intact and attached to the pusher however, the coils is stretched. The most likely root cause for this compliant may be due to the device being exposed to force that exceeded tensile specification. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of a giant aneurysm on the left media artery with moyamoya syndrome, the embolization encountered resistance during advancement. During manipulation, the coil stretched. A portion of the coil remained within the microcatheter. A second microcatheter was placed with the intention to catch the proximal end of the coil using a solitaire device. This attempt was unsuccessful. The coil was pushed to the media artery during retrieval attempt. An additional effort was taken using two alligators through an excelsior catheter unsuccessfully. During the manipulations, the patient had a stroke. Thrombectomy failed due to the moyamoya syndrome. Due to the diameter of the aneurysm neck, it was not possible to aspirate or catch the thrombus. An attempt to place a neuroform stent failed. An acclino stent was placed to fix the coil on the vessel wall. This implantation was successful. Information provided on 5/31/2016- the patient is still suffering on the symptoms of the media stroke. The outcome is still not predictable at this point. It was reported that the stroke might not only be related to the failure of the vfc. Vasospasms during the treatment, caused most likely by the moyamoya syndrome, might have led to the media stroke as well.